Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced a myopic surprise with a monofocal preloaded intraocular lens (iol) in the patient's left eye. The lens was explanted during a secondary surgery. The patient's status was reported as unknown, and no further details regarding impairment or recovery were provided. There was no indication of unplanned incision enlargement, sutures, or vitrectomy, and no delay in the procedure was reported. Through additional information, it was learned that the patient was dissatisfied with the distance vision and the surgeon had targeted -2.50 myopic. The lens is not available. No further information is available.

Manufacturer narrative:
Corrected data: upon further review, the surgeon targeted outcome was -2.50, and is more a miscommunication between the surgeon and the patient about the expectations. While the surgeon was pursuing a myopic outcome such refractive outcome would impact the distance vision. The lens was working as intended, therefore, the event is no longer reportable and no further information will be provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.